Manufacturer narrative:
The insulin pump alarmed spi to motor pic communication error due to moisture damage to the all electronic devices noted.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer¿s blood glucose level was 88 mg/dl. Customer reports there is fluid under the lcd display. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.